Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer was uncertain if blood glucose levels had been impacted at the time of the event. Reportedly, the customer was able to clear the alarm and resume insulin delivery.